Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device evaluation revealed that there was a hole in the pneumatic hose assembly. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly will be replaced and the drill will be returned to the user facility.

Event description:
It was reported that during a surgical procedure, the hose portion of the pneumatic drill leaked oil. There was no report that any of the leaked substance contacted the pt. The procedure was completed successfully, without delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.